Manufacturer narrative:
This electrode remains implanted; therefore, technical analysis cannot be conducted. Without a returned product it is not possible to definitively confirm how it may have contributed to the complaint incident. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this electrode exhibited high out of range shock impedance. Primary sense vector has no event recorded and all myopotentials posture actions have been taken with no noise. X-ray imaging was obtained and reviewed by technical services, who noted the lateral view suggests the electrode may not be implanted deep enough. No adverse patient effects were reported. This electrode remains in service. To date, no additional information has been received. Should additional follow-up information be provided in the future, an updated report will be issued.

Event description:
It was reported that this electrode exhibited high out of range shock impedance. Primary sense vector has no event recorded and all myopotentials posture actions have been taken with no noise. X-ray imaging was obtained and sent to technical services for review. No adverse patient effects were reported. This electrode remains in service.

Manufacturer narrative:
This electrode remains implanted; therefore, technical analysis cannot be conducted. Without a returned product it is not possible to definitively confirm how it may have contributed to the complaint incident. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this electrode exhibited high out of range shock impedance. Primary sense vector has no event recorded and all myopotentials posture actions have been taken with no noise. X-ray imaging was obtained and reviewed by technical services, who noted the lateral view suggests the electrode may not be implanted deep enough. No adverse patient effects were reported. This electrode remains in service. Additional information received 02-jan-2025 indicates manual synchronous shock testing was performed, resulting in shock impedance of 199 ohms. The cardiologist has decided to schedule a repositioning procedure later. No adverse patient effects were reported.

Event description:
It was reported that this electrode exhibited high out of range shock impedance. Primary sense vector has no event recorded and all myopotentials posture actions have been taken with no noise. X-ray imaging was obtained and reviewed by technical services, who noted the lateral view suggests the electrode may not be implanted deep enough. No adverse patient effects were reported. This electrode remains in service. Additional information received 02-jan-2025 indicates manual synchronous shock testing was performed, resulting in shock impedance of 199 ohms. The cardiologist has decided to schedule a repositioning procedure later. No adverse patient effects were reported. Additional information received 07-feb-2025 indicates the patient underwent a revision procedure, and this electrode was explanted, and a new electrode was placed in a right parasternal position. Besides intervention, no other adverse patient effects were reported. At this time, product return is not indicated.

Manufacturer narrative:
This electrode has not been returned to boston scientific; therefore, technical analysis cannot be conducted. If pertinent information is provided in the future, a supplemental report will be submitted.